Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter was not confirmed. The root cause is undetermined. The sample is unavailable and the lot number is unknown; therefore, no evaluation or batch review could be performed.

Event description:
The customer reported that there was particulate matter in the patient line. She described it as a "plume of powder," like "dust kicked up by the wind". She stated that it was a white, dust-like material. She stated that it came out of her stomach and was retracted back in. She stated that she had contacted her nurse about the alleged particulate matter. There was patient involvement, but no patient injury or medical intervention reported. There was no additional information available.